Manufacturer narrative:
The subject device is not available.

Event description:
During embolization procedure of foot vascular malformation, it was reported that the resistance was encountered and the coil became stretched. The coil was mechanical detached in the (non stryker) microcatheter. The coil was completely removed from the patient body by using snare device. The procedure was continued and completed with another coil without clinical consequences to the patient.the patient condition is stable.

Manufacturer narrative:
Manufacturing and expiration date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, it was also reported that the anatomy was very tortuous. In this case it is most likely that the friction was encountered due to some procedural/anatomical factors met during use. The coil stretched and physically detached form the delivery wire most likely during attempted removal of the coil from the aneurysm. Based on the investigation results and available information, an assignable cause of operational context will be assigned to the reported event as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During embolization procedure of foot vascular malformation, it was reported that the resistance was encountered and the coil became stretched. The coil was mechanical detached in the (non stryker) microcatheter. The coil was completely removed from the patient body by using snare device. The procedure was continued and completed with another coil without clinical consequences to the patient. The patient condition is stable.